Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the reported malfunction was observed during testing but not after disassembly during debug efforts. The device was put through extensive testing without duplicating the malfunction. The device's multi-function cable receptacle was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed an "ECG monitoring failure" message and restarted/rebooted inappropriately. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.